Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that the patient presented to the ER after receiving a patient notifier for out of range impedance. The lead exhibited a high out of range pacing lead impedance. The lead exhibited increasing capture threshold and pacing lead impedance. The patient would be monitored and the impedance range was increased.